Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00226 to provide the return sample evaluation results as well as make a correction; lot number and expiration date. The lot number was incorrectly reported to the manufacturing facility in the initial report. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies in its appearance. Magnifying inspection of the venous blood outlet port (hereinafter called port in this report) did not find any anomalies. A factory-retention adaptor was jointed to the port. The adaptor was then held on the larger bore side where there are some ribs on the outer circumference, screwed into the port and tightened securely. The actual sample was then filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between the adaptor and the port. The port was subjected to dimensional inspection and verified to meet manufacturing specifications. Simulation testing was conducted on the actual sample. The adaptor with the white cap attached was fixed to the port and tightened. The white cap was removed from the adaptor and a tube was attached to the adaptor. The tube was pulled in the lateral direction so that the joint between the adaptor and the port could be subjected to an external force. As a result, a leak occurred at the joint. In the second simulation test one end of a tube was jointed to the adaptor and the other end to the roller pump. The adaptor was fixed to the port. Subsequently, with the tube being subjected to a torsional force the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state. 1 hour later, the saline solution started to leak gradually at the joint between the adaptor and the port. A review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed that there was no indication of production related problems or discrepancy in the inspection result. A search of the complaint file found no similar report with the involved product code/lot# combination. Based upon the available information, it is likely that the adaptor was not fixed to the port securely or that the sample was subjected to a pulling force. Without the return of the involved adaptor the cause of this complaint cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling (IFU) does address instructions with statements such as the following: "ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak". All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00226 to provide the return sample evaluation results as well as make a correction; lot number and expiration date. The lot number was incorrectly reported to the manufacturing facility in the initial report.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of the device history record and the product release decision control sheet confirmed that there is no indication of production-related anomalies. A search of the complaint file found no other report of this nature with the involved product/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported leakage on the capiox sx10 device. Follow up communication with the user facility reported the following information: the device was installed on the machine and primed; it was noted that the reservoir was dripping; the adapters were checked and noted to be in the correct position but the problem persisted; there was no patient involvement at that time; the oxygenator was changed out with a new one; and the procedure was completed successfully.